Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was also noted that the proximal conductor was melted, the outer insulation was torn, there was blood in/on the helix mechanism, there was a white substance on the lead, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had high threshold. It was removed and replaced. No patient complications have been reported as a result of this event.